Event description:
While doing a chole-lap procedure, the camera quit (there was light and power). Co was called and gave instructions over the phone to troubleshoot for the problem. The camera could not be fixed. The surgeon elected to open the abdomen to finish the removal of the gallbladder.